Event description:
During a diagnostic laparoscopy, the tru system 7000 surgical table was lowered and being positioned to place the patient in the trendelenburg position. As this was occurring, yellow smoke started to emit from under the table, followed by a bang sound and flames. The patient was immediately removed from the bed while the fire was extinguished. The table had previously been sent out for service on june 6th, 2024. This was performed by a certified third-party vendor and was returned to the facility on september 10th, 2024.